Event description:
(B)(4). Start off by saying there is no way to sugarcoat this product it is horrible all the way around since the day was implanted with this device I have had hip pain back pain headaches 2 to 3 periods a month no sex drive and a very short temper which is extremely not me I used to wake up happy with energy now I wake up just angry with no energy at all like I felt when I went to bed I am (B)(6) I feel like I have a lot longer to live and this product will only shorten your lifespan it is horrible there is nothing good about this product of the FDA to take it off the market and I'll search any woman looking for a birth control method to seek other birth control methods.